Manufacturer narrative:
The exact event date and notification date were not provided. It was reported that the event and notification took place in january. (B)(4). The device has not been returned. Therefore, an analysis has not been performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a training course with a physician, "a few" screws broke while using the airvance tongue suspension system. The very tip of the screws broke off the inserter. The initial reporter had no information regarding the technique being used, but noted that the physician trainee broke at least one of them. There was no injury reported as a result of this event. Requests for additional information have been made with no response received at this time.